Manufacturer narrative:
Patient information requested, patient initials and gender provided.

Event description:
The customer reported the remote alarm port is damaged, causing an intermittent connection. No patient harm was reported.